Event description:
It was reported that patient underwent hip procedure on (B)(6) 2010. Patient underwent revision surgery on (B)(6) 2011 due to pain. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item was not returned to manufacturer for evaluation. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 2 mdrs relating to the same reported event. Please also see MDR 3002806535-2011-00170. (B)(4).